Manufacturer narrative:
Concomitant products: product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 399930, lot# v083352, implanted: (B)(6) 2009, product type lead; product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 399930, lot# v083352, implanted: (B)(6) 2009, product type lead; product ID 399930, lot# v083352, implanted: (B)(6) 2009, product type lead; product ID 399930, lot# v083352, implanted: (B)(6) 2009, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The ins was functionally okay. Final device analysis of the extensions revealed the following: no significant anomalies found. The extension bodies were cut through.

Event description:
It was initially reported the site of the implantable neurostimulator (ins) was very painful whether the device was turned on or off. It was noted that the patient felt that the pain at the device site outweighed the benefit of the therapy and desired to have it removed. In addition, the patient had less than 50% therapy relief. Additional information received reported that the patient¿s ins and extensions were removed due to pain at the pocket site and that the patient was in poor health (rated asa4). Per the physician, the patient¿s health was too poor to risk removing the leads. No patient injuries were reported and the outcome from the event was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.